Event description:
It was reported the patient had stimulation in the wrong location. The manufacturer representative was meeting with the patient for the first time, six weeks post-implant, to turn their stimulation on and for programming. While programming they were only able to obtain stimulation right by the lead and it wrapped around towards the stomach. Imaging was taken and it appeared as though the lead was further right and not mid-line. The manufacturer representative tried lighting up the entire lead using guarded cathodes/bipoles, etc. But was still not able to address the stimulation location. The reason for the 6 week waiting period to program the device was because the patient had too much pain in their stomach to meet with the manufacturer representative. Using the 0 electrode as a reference, all impedances looked good, 957ohms and lower, so it did not appear to be an impedance issue. The patient was interested in a referral to a surgeon for a possible lead revision however nothing had been planned at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (b)(6 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740. Serial# (B)(4), product type: programmer, patient. (B)(4).